Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine while the home patient (hp) was connected during dwell 4 of 5. The hp stated he didn't see any signs of a leak. The tsr advised the hp to call his pd nurse (pdn) to advise of the alarm and for clinical advice. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) with the home patient (hp). There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.